Event description:
It was reported that this right ventricular (rv) lead, was an attempted implant. When the physician was trying to place the lead in the septum at the left bundle branch, there were observations of impedance issues. Additionally, when the screw was retracted, it didn't come back all the way in. The physician removed the lead and asked for a new lead, which was successfully implanted. No adverse patient effects were reported.